Manufacturer narrative:
Section d6b: if explanted, give date: not applicable as the device remains implanted. Section e1: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted in the patient's eye). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) into a patient's left eye, the simplicity system plunger passed over the lens, causing a scratch on the iol. The issue was noticed during post-operative examination. The doctor additionally indicated that the lens has grooves on its surface. There was no delay in procedure and no medical or surgical intervention required. It was confirmed that the lens remain implanted in the patient¿s left eye. No further information was provided.